Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose after a reservoir set change. The customer had experienced their blood glucose level go down to 27 mg/dl. The customer's current blood glucose level was 202 mg/dl. The customer treated their low blood glucose with food. The customer reported that they felt sick and was vomiting. Their blood glucose went up to 473 mg/dl because they were given too much soda. They also had experienced a low blood glucose level of 30 mg/dl. Troubleshooting was performed but not completed. The customer mentioned that their health care professional had made some changes to the insulin pump on (B)(6) 2017. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.